Event description:
Information was received from a patient regarding an external device to an implantable pump infusing fentanyl for non-malignant pain. It was reported that the patient stated every time they delivered a bolus it took 3-4 minutes and was freezing up on the handset at 90%. The patient also stated the boluses seemed to be resetting at 10pm instead of midnight. The manufacturer's patient services specialist (pss) asked when the issue started and patient said it was probably like a month now. The patient mentioned they just went to the doctor's office last thursday and that's when they noticed the issue. Pss advised to check which time zone and pt had on central. The patient will check with the hcp at next appt to check this in person with tablet. The patient also mentioned the controller has become really sensitive with no pump response and they has to hold it at a certain angle and it barely ever worked. Agent walked patient through clearing data and patient was able to connect to the pump and deliver the bolus. The patient stated it much faster since clearing the data by just trying to connect. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.